Event description:
When the patient used her ptm (personal therapy manager), she experienced numbness and tingling in her bilateral lower extremities. Catheter migration was suspected. The catheter position was last noted at c7; however, the catheter had been revised by another physician and the catheter tip level was not documented. On (B)(6) 2011, the dose of the intrathecal bupivacaine was reduced. An x-ray on (B)(6) 2011 showed the catheter tip to be at t4. On (B)(6) 2011, the pump was reprogrammed to extend the bolus duration. On (B)(6) 2011, the catheter was repositioned. It was noted that the catheter was loosened from its anchor. The patient recovered without sequela. The device system was used to deliver fentanyl, clonidine, bupivacaine, and baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).